Event description:
Patient for tur prostatectomy. During procedure, surgeon began having difficulty with the resectoscope sheath. Surgeon noted that there appeared to be ineffective cutting action resulting in incomplete cuts of the prostatic tissue. Several attempts were made to correct the problem. At the end of the procedure, surgeon noted that the insulating tip of the sheath had become dislodged and was in the bladder. Epidural wearing off and procedure had to be stopped before completion of prostatectomy. Patient rescheduled for 2009, for completion of procedure.